Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 20sep2018. The customer contacted philip's product support and per the customer, the cooling fan filter was clogged. Product support advised the customer to set up the unit to run without alarms using a test orifice. The customer will to let the unit run overnight. The customer stated that the unit was run overnight without alarming the customer cleaned the filter and replaced the air inlet filter to address the reported problem.

Event description:
The customer reported that the ventilator alarmed with blower temperature high error. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.